Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after inserting battery due to corroded battery tube. No blank display or display anomaly noted during testing. No damage inside pump noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant failed battery test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.